Event description:
Boston scientific crm received information that during a device replacement procedure, an attempt was made to implant this patient with a cardiac resynchronization therapy defibrillator (crt-d). Lead impedances were reported to be normal through the pacing system analyzer (psa); therefore the patient's chronic leads were connected to the new device. When defibrillation threshold (dft) testing was performed, an error message "short circuit condition detected during shock delivery, fault code 1004" was observed. The leads were checked and dft's were attempted again; however, were not successful. This model n119 crt-d was then attempted. The leads were again tested through the psa, with normal measurements, thus the same leads were used with this device. Dft's were performed, and another error message "short circuit condition detected during shock delivery" was noted. Dft's were attempted again and another error message, "capacitor charge time exceeded, fault 1007" was observed. It was also noted that a popping noise was heard with each dft attempt. The patient's defibrillation lead was explanted along with their right ventricular rate/sense lead, and were replaced. The device was later returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no arc marks on the device case. An x-ray was performed, revealing an open plasma fuse on the device hybrid circuit. A manual capacitor reformation was performed and the device charge timed out then declared end of life (eol). It was concluded that the device shocked into a low impedance from a damaged defibrillation lead, blowing open the plasma fuse. The device was then exposed to simulated heart load conditions, and the pacing functions were tested and verified.